Event description:
Pt had a fabricated aorta-bifem graft placed in 1994. The current condition of the aorta illustrated that the graft was no longer sealing off the aneurysm, and the aneurysm had grown in size. The zenith aaa endovascular main body graft was deployed through the existing fabricated graft in order to secure a seal of the aneurysm. The measurement from the lowest renal artery to the aortic bifurcation measured approximately 74 millimeters. During the introduction and advancement of the zenith device through the pre-existing graft difficulty was encountered. Before releasing the suprarenal stent, it was noted that the contralateral limb was facing posteriorly. The physician attempted to rotate the delivery system in order to position the device to a more anterior position. When deployed, it appeared that the graft had become twisted slightly, with the contralateral limb still pointing posterior. The main body graft was deployed, the suprarenal stent did not open to its full expanse, and appeared to be somewhat tapered. Physician then attempted to cannulate the contralateral limb but was unsuccessful. The contralateral limb appeared to be kinked by the previous graft within the aorta. The ipsilateral side of the graft was deployed successfully, and a molding balloon was advanced into the graft in order to mold all fixation and junction sites. After four inflations, the suprarenal stent opened in the manner designed. The decision was made to convert the procedure to an aortouni-iliac configuration due to the inability to cannulate the limb after multiple attempts. However, the delivery system of the converter was unable to track over the extra stiff wire guide. The in situ graft created a resistance towards the advancement of the converter up into the ipsilateral leg graft. A decision was then made to convert the pt to an open procedure. An inside view of the two grafts noted that the in situ graft had become twisted due to the growth of the aneurysm. The physician straightened out the contralateral limb of the zenith main body graft, and removed the ipsilateral iliac leg graft. With the removal of the implanted ipsilateral leg graft, the physician crossed the ipsilateral limb over to the pt's left side and created a better bypass option. Graft limbs were sewn onto the zenith main body limbs and connected to the in situ graft in position in the iliac arteries. With the zenith device clamped off during the open procedure, it was noted that the suprarenal fixation stent was very secured within the aorta. At the conclusion of the procedure, a resolve to the aaa repair was successful in excluding the aneurysm. At conclusion of the procedure the pt had good blood pressure and good renal flow.